Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted multiple cs 078 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 10/05/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2016 with the following findings: during investigation, the pump did not power on. The pump black box download and performance testing was not able to be completed due to no power to the pump. The complaint of a cs 078 call service alarm was not able to be adequately investigated due to no power to the pump. The power issue was reported under medwatch report number 2531779-2016-21719.

Manufacturer narrative:
Correction to serial #.